Event description:
Boston scientific received information that this device was replaced after reaching end of life (eol). It was noted that the atrial output voltage was programmed high and the patient had missed their scheduled follow up visit. The patient had an underlying rhythm. The physician wanted to know the actual output voltage vs the programmed voltage output.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory device was returned at end of life (eol). Visual inspection noted that all sealplugs were intact and setscrews moved freely. Longevity calculation confirmed the device lasted as long as expected. The device was found to have ventricular pacing pulses which have a pulse width that is half of what the pulse width was programmed to. This rare device behavior only has the possibility of being induced after a device has reached eol and is exposed to a magnet.